Manufacturer narrative:
(B)(4). UDI: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming in use". To complete the procedure, another device was used. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(6) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 12 staples left in the cover block, indicating that at least 23 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The second fire attempt in the skin pad resulted in the stapler releasing unformed. The next 5 fire attempts in the skin pad correctly formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be misaligned. No other defects or anomalies were observed. The anvil was in the proper orientation. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were severely misaligned. Upon functional inspection, the first fire attempt resulted in the staple fully forming and releasing. The second fire attempt in the skin pad resulted in the stapler releasing unformed. The next 5 fire attempts in the skin pad correctly formed and released. The sample was dis assembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "misfire/jamming in use". To complete the procedure, another device was used. The patient's current condition is "unknown".